Event description:
It was reported that the patient was hospitalized due to high blood glucose levels, and is in ICU. However, the caller did not have hipaa authorization to speak on the patient's behalf. Advised the caller to have the patient call in once she is able to. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.